Event description:
The user facility reported to the distributor in july 2004, the tip of the rhoton hook (90 degree hook) broke off in a pt's neck during anterior cervical procedure. The tip was recovered and there was no effect to the pt. The breakage did not compromise the procedure.